Manufacturer narrative:
The device evaluation was completed on 19-feb-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since an open circuit and reddish material were found, these failures could be related to the issue reported by the customer; therefore the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force sensor error¿. In addition, the biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force sensor error¿. In addition, the biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, after 1 session of ablation, suddenly a force sensor error was shown on the ablation catheter (106). First, a new cable was opened but the problem did not resolve. Second, a new ablation catheter was opened but the problem did not resolve. Finally, a third catheter was opened, the problem resolved and the procedure continued and ended successfully. No patient consequence was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-feb-2024 there was reddish material and a hole in the surface of the pebax. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 19-feb-2024 and have assessed this returned condition as reportable.